Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record showed the device had a manufacture date of 03nov009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Channel error, battery dead, latch brok. Bp01 - battery pack- charge failure. Othe - other- specify in comments. Othe - other- specify in comments. Ai04 - ail sensor assy- damaged/cracked. There was no patient involvement. (B)(6) 2018 11:47:12 (B)(6). Po for $(B)(6)______ approved by __(B)(6)__, __ (B)(6). Shipping & billing address confirmed. Npi. (B)(6) 2018 08:08:12 (B)(6). Physical damage. Customer stated channel error, battery dead, latch broken was confirmed. Found broken ail sensors on channel a, b, c. Broken lower housinf with 2 clips, bad nicad and lithium batteries. Damaged case. The unit will be delayed due to no new case moddel 2865b p/n 143816 from stock per (B)(6). (B)(6) 2018 08:30:53 (B)(6). No new nicad battery p/n 140992 from stock per (B)(6). (B)(6) 2018 09:52:35 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record showed the device had a manufacture date of 03nov009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4).